Event description:
Customer reported that he was hospitalized. Customer stated that he got off bus and his blood glucose value dropped. The paramedics were called and he was taken to the hospital clinic and given a glucagon shot. Customer was not wearing the sensor at the time. Blood glucose value at the time of the admission was 29 mg/dl. Customer stated he had been walking around a lot prior to the incident. He declined to troubleshoot as he started that it had nothing to do with the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.